Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as touch contamination. On the same day as the event onset, the patient was hospitalized for peritonitis and an unrelated medical condition. The patient was treated with unspecified an antibiotic (drug name, dose, route, frequency, and duration not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. At the time of this report, the patient was recovering and was still hospitalized. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
Fifty days after peritonitis onset, the patient was discharged from the hospital, the peritonitis was resolved and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.